Event description:
On (B)(6) 2012, pt reported she noticed a small amount of condensation in the cartridge compartment of the infusion device. Pt stated she switched to her backup infusion device on (B)(6) 2012 and has not had any concern with condensation. Verified pt used a different infusion adapter, insulin cartridge, and infusion set when she switched to the backup infusion device. Advised pt to switch all of the accessories from the backup infusion device to the primary infusion device to see if the same issue occurs. Assisted pt with switching back to the primary infusion device. Pt was able to place infusion device back in run mode. On call back on (B)(6) 2012, pt reported having continued concerns of leaking issues with the primary infusion device. Pt stated she was not sure of the source of the leak but when she switched to the backup infusion device she noticed a slight bit of condensation in the cartridge compartment. Pt reported she was unsure where and how the condensation occurred, but she was not having any leaking or condensation concerns with the backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device, infusion set, infusion adapter, and insulin cartridge for eval.